Manufacturer narrative:
No code available for serious injury(device fell into wound). The event recorded by zimmer biomet under (B)(4). Investigation is in progress. Once the investigation is complete, a follow-up MDR will be submitted. Device not provided due to hospital poli.

Event description:
It was reported that the blue locking ring of the pulslavage for the tip will not close properly. When the pulslavage starts the blue ring vibrates. It fell into the wound of the patient. This was removed and reassembled. There was no delay and no additional harm reported.

Event description:
No new additional information received.

Manufacturer narrative:
This follow up report will be submitted to report additional information on (B)(6) 2019, it was reported from orthopedisch centrum oost nederland that the blue locking ring of the pulslavage for the tip will not close properly. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retain within the gun. Scar-02299 was created to address this issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Not returned.